Manufacturer narrative:
The sensor kit expiration date is 31 may 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported there was a sensor error with an adc device. As a result, customer experienced symptoms described as dizziness, blood pressure issues, stomach ache, and migraine. Customer reported they were unable to self treat and had to call paramedics and were transported to hospital. While in the hospital, customer received lipitor, metoprolol, lantus insulin, and intravenous glucose for reported diagnosis of hyperglycemia. No further details of case were provided. There was no report of death or permanent injury associated with this event.